Event description:
Customer reported negative urine results for white blood cells (wbc) and blood on the instrument but the visual results were positive for both white blood cells and blood. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant white blood cells (wbcs) and blood results is unk.